Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device could not be fired since the firing trigger did not function. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = firing trigger spring, actuator post. The analysis found that one pce60a device was returned for analysis with an ecr60g cartridge loaded on the device unfired and in good visual conditions. The device was returned with a non working firing mechanism. Upon further inspection, the spring firing trigger was noted to be out of its intended position and missing leaving the firing trigger loose. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.